Manufacturer narrative:
(B)(4). Evaluation statement: the complaint device is not being returned for evaluation. The sales rep troubleshot the pump and determined there was no problem with the device; rather the error was caused by the incorrect set up of the tube set. The sales rep retrained the staff and returned the pump to service where it has been used without an issue. Further, a review into the depuy synthes mitek complaints system revealed four other complaints for this device's serial number. This pump is (B)(4) years old and has possible seen heavy use in the field. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported by the customer that the device was overflowing and not sucking. The procedure was completed with a second pump. No patient consequence. Device will not be returned at this time. The customer confirmed no delays in the procedure. But had no further information and requested we contact the sales rep for more details. The sales rep reported that the hospital accidentally used the disposable tubing, the sales rep could not provide the product code, as the all day set. He reported that the hospital left the tubing on when setting up for the 2nd patient before realizing they were not using the reusable set. He confirmed the overfill was coming from the saline bag and that there was no back-flow from the patients. The sales rep reported that the customer did not use the tubing on the 2nd patient and no consequences were reported to the patient.